Manufacturer narrative:
The device was received for evaluation. The risk management file was reviewd and no new risks were identified. Rmf 0003 rev 38 line 12.45. - excessive height loss/disc collapse: < 1mm between endplates leading to surgical intervention, with explantation, involving patient with multiple cervical spinal implants. Rmf 0003 rev 38 line 12.75 - device explanted.

Event description:
Information provided states that patient had m6-c artificial cervical disc implanted at c5-6 in 2018. A revision surgery to remove m6-c and convert to acdf in (B)(6) 2023 due to osteolysis and collapse of the m6-c.